Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move with a bd vet syringe 0.3ml x 29g x 12.7mm. The following information was provided by the initial reporter: pet owner reported syringe hard to move the plunger back and forward.

Event description:
It was reported that the plunger was difficult to move with a bd vet syringe 0.3ml x 29g x 12.7mm. The following information was provided by the initial reporter: pet owner reported syringe hard to move the plunger back and forward.

Manufacturer narrative:
H.6. Investigation: customer returned (5) 3/10cc, 12.7mm, 29g bd u40 pet syringes in an open poly bag from lot # 9126665 and (13) samples that are not bd products. Customer states that it is hard to move the plunger back and forward. All returned bd syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9126665. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200822422, 200822330] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.